Event description:
It was reported that the sutures broke during a labral repair. The surgeon reports the sutures broke despite changing knot pushers. The surgeon used additional anchors to complete the case. The surgery was delayed over 30 minutes, however, no adverse consequences were reported with the patient from this event. This event took place in 2007. This is the fourth of six events reported by the same surgeon using the same device lot number. This device is used for treatment.

Manufacturer narrative:
Device history review revealed nothing relevant to this event. The device was not returned and the customer's complaint could not be verified. The cause of the customer's complaint could not be determined without device evaluation. This is the fourth complaint of this type for this part/lot combination.